Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on his insulin pump. The customer's blood glucose level was 165 mg/dl. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarms noted. During visual inspection insulin pump had a cracked reservoir tube lip and cracked case near display window corners.